Event description:
It was reported that the handpiece had a broken 4-40 stud. The customer did not have any information on case involvement, but stated there was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.